Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional event information and clarification was received on may 10, 2017. (B)(4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on may 10, 2017. It was further clarified and reported that there are no allegations against the aiming arm. The surgeon used another available driving cap to complete the surgery. No additional information is available. Concomitant device reported: insertion handle (part # 03.010.486, lot # 9482441, quantity one (1)), aiming arm (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Concomitant medical device: insertion handle part # 03.010.486, lot # 9482441, qty 1. Device history records review was conducted. The report indicates that the: manufacturing location: part 03.010.523 lot 9602458, manufacturing location: (B)(4), manufacturing date: 12.oct.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that the: one driving cap (part # 03.010.523, lot # 9602458) was returned for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The distal threaded tip of the driving cap is broken off and was returned stuck in the returned concomitant device (part # 03.010.486, lot # 9482441). Although the exact cause for the complaint condition could not be determined, the damage appears to be the result of hammering on the device before it was fully seated against the insertion handle. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint condition is confirmed. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. The returned parts were determined to be suitable for the intended use when employed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia intramedullary nailing procedure on (B)(6) 2017, the threaded tip of the impactor in the tibia nail set broke at the threads inside the insertion handle after tapping the impactor a few times. The surgeon said the impactor was screwed all the way into the insertion handle and thinks it may have broke out of fatigue. No fragments were broken off into the patient. There was another aiming arm available to complete the rest of the surgery. The surgery was not delayed. The surgery was completed successfully without any trouble. The patient outcome was not reported. This complaint involves one (1) device. Concomitant device reported: insertion handle (part # 03.010.486, lot # 9482441, quantity one (1)). This report is 1 of 1 for (B)(4).